Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381023 and lot number 3228138. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Additional information received: has there been any impact on the patient (serious injury, medical intervention, change in treatment required)? No. Can you confirm what was being infused when the leakage occurred? I was unable to obtain this information. Was there a report of serious injury or adverse event? No. Was there any exposure of the patient's blood/body fluids to the wounds or mucous surfaces of another person? No. Has there been permanent impairment of body functions or permanent damage to body structures? No. Were any medical or surgical interventions required as a result of the leakage? No. Has treatment been delayed as a result of this leakage? No, a new catheter was immediately inserted.

Event description:
It was reported that bd iag bc pro global blu 22ga x 1.0in leaked. The following information was provided by the initial reporter, translated from french to english: during an emergency infusion, a 22g catheter was inserted. When screwing in the tubing and decapping the infusion, leaks were observed at the screw thread. As a result, had to use of two different catheters for the same patient, additional patient handling.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.